Event description:
In 2004, pt underwent right total knee replacement. Post op, in 2005, x-rays revealed that the patella components had fractured. As a result, 6 days later, pt's knee was revised where it was noted that the top portion of the patella had sheared off from its pegs. The broken patella component was removed and replaced.